Manufacturer narrative:
(B)(). Concomitant medical devices: vngd ssk ps tib brg 10x71/75 ,catalog#: 185080, lot#: 034860; bmt 360 2.5mm offset adapter, catalog#: 185210, lot#: 759770; bmt 360 tib sm cruciate wing, catalog#: 185650, lot#: 725770; bmt 360 tib tray 71mm, catalog#: 185203, lot#: 937920; bmt 360 tib aug 71x10mm, catalog#: 185233, lot#: 602330; vg 360 univ pst fm aug 67.5x5, catalog#: 185345, lot#: 190200, vngd ssk 360 femur l 67.5, catalog#: 185285, lot#: 3357685; bmt splined knee stm v2 17x40, catalog#: 148292, lot#: 979960; vg 360 dst fm ag 67.5x15 ll/rm, catalog#: 185485, lot#: 761910; bmt 360 tib aug 71x10mm mm, catalog#: 185233, lot#: 115500; vg 360 dst fm ag 67.5x5 rl/lm catalog#: 185305, lot#: 661740; bmt splined knee stm v2 18x120, catalog#: 148321, lot#: 070920. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08957, 0001825034-2018-08958, 0001825034-2018-08959, 0001825034-2018-08960, 0001825034-2018-08961, 0001825034-2018-08963, 0001825034-2018-08964, 0001825034-2018-08965, 0001825034-2018-08966, 0001825034-2018-08967, 0001825034-2018-08968, 0001825034-2018-08969, and 0001825034-2018-08970. Customer has indicated that the product will not be returned to zimmer biomet for investigation, because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision left knee procedure. Subsequently, the patient is experiencing pain, which is limiting the patient's activities. No further revision procedure has been reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. X-ray evaluation by a third party health care practitioner states that there is limited evaluation of a left total knee arthroplasty, with no hardware failure or loosening, and no fracture noted. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.